Event description:
The customer reported that her olympus evis exera iii video system center was not producing an image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
During follow-up attempts for additional information, the customer confirmed that the subject device was not going to be returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon, ¿images are not displayed¿, occurred because the device was connected incorrectly. Additional information was received from the customer stating the following: "the issue has been resolved. Our equipment was disconnected due to flooding in the department, and we did not have the connections hooked up correctly." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase in trend observed. Olympus will continue to monitor field performance for this device.